Manufacturer narrative:
The technician replaced the missing screws to repair the bed.

Event description:
Info received indicates the right head siderail will not latch due to two missing screws which hold the latch pin.